Event description:
It was reported that an esophagojejunostomy was performed during the total gastrectomy. It was found that the staples were malformed when the doctor checked the site. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 08/28/2008. Information anticipated, but unavailable at this time.